Event description:
It was reported that the ilet user ate dinner and forgot to announce the meal, resulting in a blood glucose peak of 284 mg/dl that later trended downward without alarms or alerts; the user did not announce once they realized because more than 30 minutes had elapsed. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included complaint intake review and case assessment with troubleshooting and education regarding missed meal announcements. Investigation of this case revealed user error related to a missed meal announcement with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error.